Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided detailed instructions for resetting the device, and the caller planned to reset the device and contact support again if the issue continued.